Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions as this clip interacted with an already implanted clip dislodging it from the anterior leaflet. The reported poor image resolution was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device (first clip) referenced is filed under a separate medwatch report number.

Event description:
This is filed on the second clip to report the clip interaction between the two clips which resulted in a single leaflet device attachment of the first implanted clip. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The first mitraclip was implanted without incident. There was difficulties with visualization due to the imaging quality. When the second mitraclip was being positioned, it inadvertently interacted with the implanted clip. After the leaflet was grasped by the second clip, it was noted that the anterior leaflet had come out of the first clip. Two additional clips were implanted to stabilize the first one. Mr was reduced to grade 1-2+. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.